Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer device was not detected on bus. A field service engineer (fse) found that the main full height legacy drawer 2 was not detected on the bus. The drawer flat flex cable was removed and identified as faulty, so it was replaced. The fse also found that both rear bumpers were faulty and replaced them as well. After completing the repairs, the fse logged into the hardware test application and ran a final test on the main full height legacy drawer 2, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station tam4sa main drawer 2 failed and not detected on bus. Customer tried to reboot and recover the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.